Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a pt would undergo generator revision surgery due to end of service. During the surgery, it was discovered that the pt had high lead impedance, therefore, a full revision was performed in which both the generator and lead were replaced. The exact diagnostic results were not provided. Good faith attempts to obtain additional information from the pt's neurologist have been unsuccessful to date. The explanted devices will not be returned for product analysis. The pt's programming history was reviewed; however, the first three years of programming/device diagnostic history were missing. A battery life calculation was performed using the data available and it was found that the pt's device had 1.41 years remaining until eri = yes.